Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 550 mg/dl). Infusion sets were changed multiple times; no issues were observed with the cannula. Correction boluses and manual injections were used to address bg. Pump system check was performed and pump was found to be functioning as intended. However, contact alleged the pump was the cause of the event as bg lowered with manual injections. Customer reverted to using manual injections for insulin therapy.